Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci), crossing difficulties occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified distal left circumflex (cx) artery. The physician advanced the 1.25mm rotablator rotalink plus to the lesion however, the device could not cross the lesion. The device reached a rotational speed of approximately 200,000rpm¿s and could still not ablate the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, analysis of the 1.25mm rotablator rotalink plus revealed a torn sheath.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the rotablator plus unit was carried out. Examination revealed the proximal section of the sheath had separated from the strain relief causing a saline leak. The rotalink plus unit was not wet tested due to the torn sheath. The burr was microscopically examined, the annulus and cutting action of the burr were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).